Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratched display window, cracked case at display window corner, cracked battery tube thread, cracked reservoir tube lip, cracked belt clip slot and missing end cap sticker.

Event description:
Customers received a no delivery alarm followed by a motor error alarm on the insulin pump. Customer does not use the sensor feature and they were able to complete the rewind sequence. Customer's blood glucose reading at the time of the call 241 mg/dl. No further information reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.